Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad. It was reported by the vad coordinator that the pt's pump was explanted due to an untreatable percutaneous lead infection that had tunneled into the chest pump pocket. The pt also had developed signs os possible recovery in heart function.